Event description:
The doctor was placing a catheter using a reusable tunneler with the sheath from an otn needle into the preperitoneal space. The tunneler was removed and the incision closed with the sheath in place. The catheter could not be inserted into sheath. When the sheath was removed, it was found to be broken. Segment could not be located for removal. The portion of sheath that was removed was discarded.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The proximal portion of the introducer needle sheath involved in this incident was discarded. Without the actual product or a lot number, a complete analysis cannot be conducted. It was reported that during removal, the physician stated that the sheath may have been nicked when sutured with sheaths still inserted. When the sheath was withdrawn, resistance was felt, and the sheath broke. The broken segment remains in the pt. The directions for use contains a warning: "do not suture through catheter to avoid catheter breakage during removal." This warning would pertain to the sheath as the sheath was left in place during suturing. If additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.